Manufacturer narrative:
Concomitant product(s): a 457445 lead, implanted: (B)(6)2011; a 5071 lead, implanted: (B)(6)2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited non sustained high rate episodes, noise, oversensing, and triggered an alert for high pacing impedance. As well, the patient's implantable cardioverter defibrillator (ICD) withheld pacing therapy. The lead was reprogrammed and is still in use. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in a clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was elevated sensing integrity counter (sic) counts and a warning for bipolar lead impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.